Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2017. (B)(4). Concomitant medical product: biomet microfixation left standard offset mandibular component catalog #: 24-6654 lot #: 541440a, unknown screws catalog #: ni, lot #: ni. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00104.

Event description:
It was reported the patient underwent a re-operation for the removal of scar tissue. Additionally, the patient indicated the she has developed lumps at the base of her left joint, pain, and headaches. The patient indicated that the re-operation was performed in (B)(6) 2017 or (B)(6) 2018, but was unable to recall the date. The surgeon's office would only confirm that the patient had a re-operation in (B)(6) 2017 and no parts were removed during the revision. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The surgeon's office confirmed there was a reoperation therefore the complaint is considered confirmed. Visual inspection and functional testing could not be performed due to the products not being returned as they remain implanted. The patient believes her re-operation in november 2017 was a result of something related to her neck surgery. When the surgeon re-operated on her, the patient had scar tissue that "caused the problems." As the patient had a re-operation, this portion of the complaint is considered confirmed and the most likely underlying cause is patient condition. The patient also reported that since the re-operation, she has developed lumps at the base of her left joint, has pain, and headaches. There has been no additional information in the form of photographs, scans, x-rays, or physician's reports provided to substantiate these claims. Therefore, the complaint cannot be verified and the most likely underlying cause cannot be determined. Device history record (DHR) was reviewed for the tmj components and no discrepancies were found. DHR review for the screws was unable to be performed as the part numbers and lot numbers of the devices involved in the event are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00104-1.